Event description:
A report of pain at the pocket site was received. The patient feels a burning sensation at the pocket site and feels like the implant is migrating out through his skin. The patient was advised to contact his physician or proceed to the emergency room.